Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25655. It was reported that a patient presented in-clinic. A prior interrogation had found that both the right atrial and right ventricular leads had dislodged. Upon interrogation, the right atrial lead exhibited loss of sensing and the right ventricular lead exhibited loss of capture due to the dislodgement. Both leads were revised and repositioned on (B)(6) 2021. The patient was stable throughout.